Manufacturer narrative:
UDI information - (B)(4). The device was returned for evaluation. The technician found that the handpiece had a damaged transducer. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was confirmed.

Event description:
A distributor reported that the c2602 excel 36khz straight handpiece had a vibration alarm on (B)(6) 2019. There was no patient contact, injury or surgery delay reported. Additional information has been requested.